Event description:
It was reported that the patient experienced return of symptoms (unspecified) around (B)(6). Due to the return of symptoms the patient had a catheter revision on (B)(6) 2012. The reporter stated that the patient was doing well after the revision and that the "pain reduction was fantastic". The drugs used in the pump were clonidine, bupivacaine and dilaudid (hydromorphone). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8731sc, lot#, serial# (B)(4), implanted: 2012 (B)(6) explanted: product type catheter product ID 8598a, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type catheter, product ID 8596sc, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type, catheter product ID 8590-1, lot# n266143, serial#, implanted: 2010 (B)(6), explanted: product type accessory. (B)(4).